Manufacturer narrative:
The device is not available for evaluation and no lot or serial information has been provided. If the product is returned or new information obtained, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the pack was in use for 10 hours. During routine inspection and maintenance of the disposable components, perfusion was blowing out the oxygenator during which time, blood tinged liquid was noticed coming out of the exhaust (gas out) port of the oxygenator. The patient's hemoglobin was greater than 700 and the perfusionist switched out the pack and put the patient on cardiohelp without incident. The patient was reported as "doing fine" with no injury occurring as a result fo this event.